Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row b was not detected on bus in half height cubie drawer 2.1. A field service engineer powered station down and reseated the row board cable on all trays, cleaned all debris off trays and from inside the drawer, reseated retractor band cable at the drawer and module controller cards, reseated the row board cable at the drawer controller and powered the station back on to resolve the issue. The system functioned as intended after field service engineer repaired the device